Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had a heart rate of 81 beats per minute (bpm). The patient checked the heart rate again and got 42 beats per minute (bpm). Moreover, the patient went to the previous room and checked again using a phone and then got 70 beats per minute (bpm). The patient wondered if the device would shut down temporarily or overheated. No resolution reached as of the moment as there was no additional information received. To date, the device remains in service. No adverse patient effects reported.